Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with implantable pulse generator (ipg) passed away. Additional information related to the cause of death or circumstances of death is not available.